Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that it has been communicated that no further information would be forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed on 10-18-2019 due to the infection and loosening. Primary surgery was performed on 1-21-2011 and gii fem component(71420052), gii tib base(71420180), legion insert(71453202), patella(71420580). All of the implanted devices were revised. The revised devices will not be returned. The doctor does not consider as the failure of device.